Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide lot number: lot number is unknown, device was discarded. How was procedure successfully completed? Surgery was completed successfully. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Product was discarded.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the device did not properly place the straps and straps became loose. There was no harm to patient and no straps had to be retrieved from the patient. There were no adverse patient consequences reported. Additional information was requested.